Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2017 to assess the instrument test well images in question, which appeared visually negative. An immucor field service engineer (fse) visited the customer site on 31oct2017 and worked on both instruments in question. For serial (B)(4), the fse replaced the camera assembly. For serial (B)(4), the fse resolved an issue of plugged manifold plugs by replacing them, and also performed a camera alignment.

Event description:
On (B)(6) 2017, a customer site reported to immucor technical support an unexpected negative antibody screen when tested on two (2) galileo echo instruments, when tested on (B)(6) 2017.